Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date. The physician mentioned the hydrodissection was straightforward, but met with a lot of resistance during the implant procedure. The computerized tomography (CT) displayed hydrogel in the venous plexus around the prostate going in a punctate pattern around the circumference of the prostate. The hydrogel was tracked up to the right pelvic vein of the patient, where it then ended. It was discussed how it is possible that the hydrogel was partially sitting under the prostate capsule, which would explain why the physician noticed that the injection required more pressure than normal. No patient complications occurred. The patient will proceed with the planned 70gy radiation in 28 fractions. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).